Event description:
High thresholds on a guidant lead. The threshold on this lead from the gen change date has risen. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).